Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation olympus was unable to confirm the reported event. A definitive root cause cannot be determined. Additionally, no physical damage of the device was confirmed. The device will be returned to the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center displayed no image. The issue occurred during pre-use inspection and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is linked to c24260875.